Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The complaint cannot be confirmed for sheath catheter tip mechanical damage per the information received since the sample was not available for evaluation .based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code (B)(4) has been referenced.

Event description:
The user facility reported that the tip of the destination sheath was deformed. The device was used for a patient with a calcified artery. When the destination ex guiding sheath was inserted into the artery using an antegrade approach and slightly pushed, resistance was felt. The guiding sheath was therefore removed and successfully removed from the patient. A tip of the guiding sheath was found to be deformed. The guiding sheath was not used and replaced with a competitor's guiding sheath that had been prepared as a backup to continue the procedure. The procedure was successfully completed with the competitor's device. There was no health damage to the patient. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.